Event description:
It was reported that the collimator blades and the iris were not functioning and the system displayed a filament calibration required error message at boot up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The system calibration files were reloaded. The system was tested and found to be working as intended and returned to service.